Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, a cassette was attached and functional test was attempted which failed. The reported issue was replicated. The dso sensor was found to be non-reactive. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information: no patient was present at the time of the event. Event date was also provided.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarms "cassette not attached". There was no reported adverse event.